Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the medium-large clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken yaw axis 6 grip cable at the proximal inside the housing. The cable was fully broken. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did exhibit signs of residue on the clamping pulley that would have contributed to the broken cable. The complaint regarding a snapped cable was confirmed by failure analysis.